Manufacturer narrative:
(B)(4).

Event description:
The pt had a seroma at the pump pocket site. The pump had been removed and the catheter had been left in the intrathecal space and ligated; the reason for removal was not provided. The physician was concerned about infection. The physician also mentioned a possible disconnect of the intrathecal catheter from the tunneled catheter. Add'l info has been requested a f/u report will be sent if add'l info becomes available.